Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported there was issues with black spots. To aid in the investigation, five samples with no packaging blisters and three photos were received for evaluation by our quality team. A visual inspection was performed. Two samples have embedded degraded resin and the other three samples have a scale marking issue. No other defects or imperfections were observed. The three photos provided show the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 301033, lot number 9232577. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. Verification of the settings and alignment of the printing process was performed finding everything acceptable. Frequency of inspections was increased to mitigate the risk of embedded degraded resin escapes. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptoms reported by the customer are confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd luer-lok¿ syringes had black foreign matter on their wing and plunger respectively. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "1 syringe with black spot on the wing 1 syringe with black dots/stains all over the plunger."